Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: h6 medical device problem code if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent an unknown surgery on the proximal humerus with the implant in question. Patient later underwent removal surgery. The removed implant was a philos, and the reason for removal was bone fusion. In the surgery, the screwdriver tip twisted, preventing the screw (3.5lhs) from coming out. The screwdriver tip felt like it had a rounded edge, and the fit into the removed screws felt weak. With the screws that wouldn't come out, the screwdriver tip just spun freely, and upon inspection, it appeared twisted and deformed. The surgeon was able to remove all the screws inside the body by grinding the head with an air tom and gripping them with pliers. The surgery was completed successfully with thirty minutes surgical delay.